Manufacturer narrative:
(B)(4). The analysis showed that the atw45 device was received with the articulation mechanism damaged and without a reload present. The device was tested for functionality with test reloads on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the stapler did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.